Event description:
It was reported that this artificial urinary sphincter (aus) was not working due to fluid loss. Upon revision, a leak in the cuff was found, caused by different procedure not related to the device. Consequently, the aus was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Detailed product information for the balloon was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.